Manufacturer narrative:
Product return was requested or its in transport. Evaluation will occur upon receipt of product return

Event description:
Broke - oral-b [device breakage] case narrative: consumer via e-mail stated that the oral-b toothbrush head broke. No injury was reported.